Event description:
The patient's past medical history is significant for coronary artery bypass and bypass grafts of the extremities. About january or february 1992 a femoral-femoral crossover graft from right to left was performed at another facility. In sept. 1992 he presented with area of induration and swelling. An I & d and debridement of the right groin graft was done without complications. In january 2993 he had groin pain and welling. In surgery a large fresh hematoma and ru-tured anastomotic aneurysm was identified from lateral right aspect of a previous femoral anastomosis to the right common femoral artery (donor site for the crossover graft). Because of significant blow-out of the artery, the anastomotic area and common femoral artery had to be resected. Another graft was utilized and restored the inflow to the right lower leg.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was destroyed/disposed of.